Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient was admitted for bleeding after initially presenting to the clinic to establish plan of care for chronic back pain. Labs showed a hemoglobin of 6.9 and the patient reported feeling unwell for several months with extreme fatigue while doing activities, long-standing abdominal pain, chest pain, shortness of breath, and some rectal bleeding. Occult stool test was negative and chest x-rays and CT showed no associated chest fluid collection or focal airspace opacity. No acute bleeding source was identified during admission. The patient was treated with transfusions of packed red blood cells, three days of venofer, and protonix was discontinued. The patient remains ongoing on vad support. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient reported dark stools while at a the clinic before admission on (B)(6) 2019. At that time their hemoglobin was lower than an earlier established low level. The patient refused an ambulance to the hospital and instead presented to the emergency department on (B)(6) 2019. The patient presented with leg swelling and hemoglobin that was still low. A colonoscopy was performed and no bleeding source was identified. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months, 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that while the patient was in clinic to establish care for chronic lower back pain, labs showed the patient's hemoglobin to be low. The patient was referred to the emergency department and admitted to the hospital. The patient reported feeling unwell for 4-5 months with extreme fatigue during activities like walking and getting dressed, which had been worsening. The patient also complained of long-standing abdominal pain, chest pain, and shortness of breath. A chest x-ray and computed tomography (CT) scan were performed and no associated chest fluid collection/focal airspace opacity was identified. The patient was treated with packed red blood cells (prbcs) and 3 days of intravenous (IV) venofer. A repeat complete blood count (cbc) test and repeat iron level tests were planned for the following month. Around (B)(6) 2019 the patient had developed and was treated for the flu. The patient reported that around this time there was some rectal bleeding, though no acute bleeding source was identified and an occult stool test was negative. On (B)(6) 2019 the patient was administered one unit of prbcs, but again an occult stool test was negative and there was no acute bleeding source identified. Gastrointestinal bleeding was never confirmed.